Event description:
The pump was used in a shoulder arthroscopy and set to a pressure of 80 mmhg. During the surgery, the pt developed severe sewlling and edema involving the chest and the neck and acute respiratory distress which at the end necessitated reanimation and release of the soft tissues at the anterior neck as used in tracheostomy. At the very latest moment they could save the pt's life by virtue of this tracheostomy approach. Per the surgeon, it is unclear if the pump caused the incident.